Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient developed an infection at the cleo 90 infusion set site. The patient had to visit the emergency room (ER) three times for the same infection, and was given oral and intravenous antibiotics. Each visit to the ER lasted less than a day. The patient's blood glucose levels when she arrived at the ER was over 600mg/dl. It was reported that the patient had a keloid scar, but it was not reported whether the scar was related to the event. No permanent injury was reported.